Event description:
Initially, clinic notes dated (B)(6) 2013 were received which indicated that the patient's generator battery is low and that the on/off times were adjusted.an amended clinc note was received dated 12/18/2013 that indicated that the vns battery did not last very long this time. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.